Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 10 months following the implant of this transcatheter bioprosthetic valve, echocardiogram showed that the valve had migrated into the left ventricular outflow tract (lvot) resulting in aortic regurgitation. A second valve was implanted valve-in-valve which resolved the regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.